Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of less than 20 mg/dl at the time of the incident. The customer was at 286 mg/dl at the time of the call. The customer was given glucose tablets and liquids to treat. The customer experienced symptoms such as unresponsiveness. The customer was wearing the insulin pump during the incident. The customer stated the pump was over delivering as they had unexplained lows and motor error alarms. Troubleshooting was not completed but the customer stated the pump was exposed to an ultra sound machine. The customer had their pump settings adjusted but now they get highs. The customer also reported a low incident on (B)(6) 2018. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operating currents within specifications. Device passed self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device passed delivery accuracy test. No motor error alarms or over delivery anomalies noted. The motor was tested outside of device and passed. Device was unable to download due to multiple displayable history crc check failed on startup alarms in history screen. Displayable history crc check failed on startup alarms are due to corrupted history file. Device received with corroded battery tube.